Manufacturer narrative:
A definitive root cause of the perforation could not be determined, as the impella cp was discarded by the staff following the explant. As stated in the event description the patient had tortuous and stiffer than usual vessels, which could have contributed to the reported perforation, although at the present time it is unclear if the perforation occurred as a result of any issue with the introducer, lmpella cp pump guidewire or if the issue occurred as a result of the patient's anatomy, device placement or the procedure that was performed. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. A review of the device history record was unable to identify any other devices from this lot with this failure mode. Internal reference (B)(4). Discarded by user.

Event description:
The complainant reported that on (B)(6) 2016 a (B)(6) male patient was being treated with an elective left main pci. The physician planned on attempting a left circumflex (lcf) approach along with impella cp support. Initially there were no problems with access and dilation when performing the impella cp placement. The patient was found to have tortuous and stiffer than usual vessels, and upon inserting the 14fr oscor sheath the femoral artery was perforated. The oscor sheath was replaced with a 14fr cook sheath. A large amount of bleeding ensued from the perforation and was estimated to be a loss in excess of 200cc's. A vascular surgeon was called to the cath lab, and successfully repaired the artery. The patient was administered 2 units of packed red blood cells (prbc). The patient had become bradycardic and required the administration of atropine and epinephrine injections and was eventually placed on a levophed drip. The impella cp was then placed. The patient was administered 2 units of packed red blood cells (prbc), and the physician decided to let the patient rest and to perform the pci later. The patient was transferred to the ICU. The following day the pci was successfully performed on the left main and left anterior descending arteries and successful stenting to both arteries. The patient was weaned from the pump support and was hemodynamically stable. Successful perclose was completed of the surgically repaired site. The physician was reported to be very happy with the impella cp support and stated that he believed that the oscor sheath had fractured at the tip (but did not become detached) during insertion causing the perforation.